Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and alerts for high undefined out of range (oor) pacing impedance. Oversensing and noise were observed on stored high rate non-sustained episodes and episodes of non-sustained ventricular tachycardia. Lead fracture was confirmed. The lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.